Event description:
It was reported that pt's left hip will be revised on (B)(6) 2012 due to pain and pt has increased metal ion level/cobalt levels.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l devices or add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: 2249697-2012-01942.